Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, low sensing was observed. Sensing had decreased gradually since implant. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. The patient condition was stable after the event.